Event description:
It was reported that approximately three months after implantation of a vena cava filter, the filter was unable to be removed. A second procedure was performed to retrieve the filter at another facility, and a filter tilt was discovered. The filter was successfully removed; however, a detached filter leg was identified in the right atrium. Attempts to retrieve the detached filter leg were unsuccessful. The pt is going to another facility for the retrieval of the detached leg. The current pt status is unk.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfwl0310 for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment, filter tilt and removal difficulties. Based upon the reported event, the removal difficulties were likely due to the filter being tilted, however, the definitive root cause for the filter limb detachment and tilt is unk.